Event description:
(B)(4). I had essure implanted on (B)(6) 2014. Within a few months, I was experiences menopause like symptoms. I was having hot flashes, major fatigue, headaches, my menstrual cycle was every two weeks and was lasting a week at time. One would be real heavy, next would be very light. These symptoms went on for a few months then gradually went away. Then started the major cramping all the time and worse when on my cycle. I am not able to enjoy sex anymore if it isn't hurting during I get major cramps after like I am in early stages of labor.